Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 176 mg/dl, compared with the sensor glucose reading of 59 mg/dl. The customer also reported a sensor error alert, a weak signal alert, a cal error alert, and a sensor error alert. The customer reported the cannula was bent. The customer's sensors were replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed the test. A visual inspection found the cannula was bent; unable to confirm if the customer received the sensor in said condition due the sensor was returned opened and used.